Manufacturer narrative:
The report received from the affiliate indicated that during percutaneous transluminal angioplastying of a lesion in the iliac artery, a powerflex pro balloon catheter ruptured at six atmospheres. Another balloon was used to finish the procedure. There was no patient injury reported. All lesion and vessel characteristics are unknown. After implanting a non-cordis stent, the powerflex pro balloon catheter was delivered and inflated at the lesion for post-dilation. However, it ruptured at six atmospheres during the second dilatation and the leakage of the contrast media was observed. Therefore, it was removed from the patient and exchanged for another balloon. The procedure was finished successfully. The product will not be returned for analysis. Additional details regarding the access site, concomitant devices including brand of contrast, the ratio and the brand of inflation device are unknown. There were no kinks or other damages noted prior to inserting the product the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was easily removed from the vessel and from the other devices. The device was not returned for analysis. Review of lot 16044942 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon bust at/below rbp could not be confirmed as the device was returned for analysis. The exact cause could not be determined. Balloon burst is a well known procedural complication during balloon angioplasty where vessel characteristics and procedural factors are often contributing factors. In this case, vessel characteristics are unknown; however, the balloon was noted to have burst upon second inflation. Based on this information, it is possible that lesion characteristics or interaction with the stent may have contributed to the reported burst. Neither the information available nor the DHR suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
The report received from the affiliate indicated that during pta of a lesion in the iliac artery, a powerflex pro balloon catheter ruptured at 6 atm. Another balloon was used to finish the procedure. There was no patient injury reported. The rate of stenosis was unknown. After implanting a stent, a 10x100mm epic, boston scientific, a powerflex pro balloon catheter was delivered and inflated at the lesion for post-dilation. However, it ruptured at 6atm during the second dilatation and the leakage of the contrast media was observed. Therefore, it was removed from the patient and exchanged for another balloon. The procedure was finished successfully. The product will not be returned for analysis. Additional details regarding the access site, concomitant devices including brand of contrast, the ratio and the brand of inflation device are unknown. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. All lesion and vessel characteristics are unknown. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was easily removed from the vessel and from the other devices.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.